Manufacturer narrative:
Investigation summary: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not determine with retain testing. Source: maude report - medwatch number mw5109344.

Event description:
Maude report mw5109344; customer reporting 1 false positive sars result. Customer communicated the result was confirmed negative by pcr. (2nd report of 3 patients).